Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The fse could not duplicate the reported event. The root cause of the reported alarm has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating stop of ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).